Event description:
It was reported that a clearlink continu-flo solution set separated and leaked. According to the report, a nurse spiked a saline bag to prime the set, but saw a leak coming from the base of the drip chamber. The nurse stated that "half of tubing separated from the drip chamber.¿ this event occurred in the 5 pctu (pediatric cardiothoracic unit). There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. Visual inspection revealed that the tubing was separated from of the in-let port of the drip chamber. The reported condition was verified. Microscopic inspection found that there was no solvent plow ridge on the tubing's end. The remaining solvent bonds were pull tested with no failures noted. The cause of the condition was unable to be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, this event was reported to have occurred in the pediatric cardiothoracic unit. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.